Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj's). During the procedure, the scrub technician accidently kinked the podj while attempting to push the coil into the lantern delivery microcatheter (lantern) and, therefore, the podj was removed. The procedure was completed using two additional podj with the same lantern. There was no report of an adverse effect to the patient.